Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign materials in the air/water cylinder, air/water tube, jet tube, and the connecting tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, where the foreign material findings were observed. A root cause for the foreign material findings could not be identified. Based on the results of the investigation, the most likely cause was also not established. The event can be prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection ¿warning¿ on page 67. Failure to do so may lead to equipment malfunction or failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.